Event description:
User claimed that the device compressed deeper than it was set. Ie chest compressions were set to 4 cm but a 6-7 cm compression was delivered. It was initially reported that pt's rib was broken, but the dr making the report would not confirm this.